Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated for several seconds however it ruptured at 6 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.0mmx30mmx143cm non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen. The distal tip was damaged. There was a 12mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated for several seconds; however, it ruptured at 6 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.0mmx30mmx143cm non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).